Manufacturer narrative:
The device was received for evaluation. Visual inspection revealed that the swage area of the injection site was broken. The reported condition was verified. The cause of the condition was found to be a handling issue by the patient. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the housing of an interlink injection site broke. This occurred during infusion of fluorouracil at the patient¿s home while the patient was carrying a box. The reporter stated that the device got stuck in a gap in the box and broke. The device was being used with an unspecified infusion pump, infusion line, lever lock cannula, and butterfly needle. There was no patient injury or medical intervention associated with this event. No additional information is available.